Event description:
It was reported that this right atrial (ra) lead was explanted after less than a year of implant for an unknown reason. The product is not expected for return. No additional adverse patient effects were reported.